Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no issues were found for this lot number. The driver screw extractor was confirmed visually to have a fractured tip. Conclusion: the instrument was used about 100 times, so the probable root cause is normal wear.

Event description:
It was reported that; trying to remove previously implanted plate from patient, when the inner fixation rod broke while being utilized with removal driver. There was a delay while they extracted broken tip from screw head, but ultimately did not impact the patient and used a secondary inner rood to finish removal. Case was finished successfully, and the instrument has been used hundreds of times. Update 1/16/2017: the plate was being to removed to correct an adjacent level degeneration that required a new plate due to the previous fusion already fused. Not a revision surgery.

Event description:
It was reported that; trying to remove previously implanted plate from patient, when the inner fixation rod broke while being utilized with removal driver. There was a delay while they extracted broken tip from screw head, but ultimately did not impact the patient and used a secondary inner rood to finish removal. Case was finished successfully, and the instrument has been used hundreds of times. Update 1/16/2017: the plate was being to removed to correct an adjacent level degeneration that required a new plate due to the previous fusion already fused. Not a revision surgery.